Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 500 mg/dl at the time of the incident. Customer's current blood glucose is 300 mg/dl. Customer stated that her blood glucose has been in the 400's mg/dl. Customer stated that she does not have a back-up plan. Customer stated that she has a syringe to treat for her high blood glucose. Customer reported that the site is not changed every 2-3 days. Customer was advised to change the infusion set every 2-3 days not every 3 or 4 days. Customer stated that she has not had a problem with the infusion sets until now when she was changing them every 3-4 days. Customer stated that the insulin is running through the tubing but she is unable to clamp off the tubing. Customer stated that she has a replacement pump already but she has not opened it yet.